Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer stated that she pushes the buttons but it goes to another place that is 3 down instead of 1 down. Customer stated that her vision is bad. Customer mentioned that she just got the pump a month ago. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.